Event description:
The programmer was returned for calibration and replacement of the front cover. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the customer comment; the main cover was missing. It was also found that the lower case was broken and contaminated. The ring cover and two side bails were contaminated. The battery drawer and battery drawer o-ring were contaminated.